Manufacturer narrative:
The manufacturer previously reported a trilogy evo failed to function. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer. During the evaluation a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor, active exhalation control module and valve were replaced to address the issue. Additionally, the device's left side panel, cover and dual limb circuit were replaced. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a trilogy evo failed to function. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.